Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the returned product consisted of an emerge balloon catheter in two pieces. The balloon was loosely folded with fluid in the balloon. The tip, balloon, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed numerous kinks in the hypotube with a separation at 50cm from the tip of the device. The facets of the separated ends were oval, as if kinked prior to separation. Kinks in the hypotube are consistent with damage from excessive manipulation (handling) of the device. The damage to the inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 2.50mm x 12mm emerge¿ balloon catheter was selected for use. However, as the device was inserted into the guide catheter, its shaft broke. The guide catheter, wire, and balloon were removed from the patient and the procedure was completed using a new guide catheter, new wire, and new balloon. No patient complications were reported and the patient was doing fine.